Event description:
After successful placement of epidural catheter, fluid was noted arising in three distinct droplets at the location of its first three black marks (used to gauge depth), outside pt's skin. Catheter was removed intact and replaced with another catheter.